Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that when turning on the heart start xl, it received an error code 2004 (front end error). There was no pt involvement.